Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which was acknowledged and understood by the caller. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.